Event description:
As reported, upon opening the product package of a 3dmax on (B)(6) 2024, there was a small hole noted in the inner packaging and the mesh was not used. As reported, the product was received without any damage to outer package and the box was completely sealed prior to opening for the case. There was no reported patient injury.

Manufacturer narrative:
As reported, a hole was noted in the inner package of the 3dmax mesh. Evaluation of photos provided shows no visible damage to the product outer carton. There is a photo of the inner tyvek pouch with an area circled in red, within this area there is a small spot darker in color. Review of the photos does not assist in determining whether there is a hole in marked area of the product inner package. It is reported that the sample will be returned for evaluation; however, at this time it has not been received. Based on the information available, no conclusions can be made. If/when the sample is received, a supplemental MDR will be submitted to document the results of the sample evaluation. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in march 2024. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, a hole was noted in the inner package of the 3dmax mesh. Evaluation of photos provided shows no visible damage to the product outer carton. There is a photo of the inner tyvek pouch with an area circled in red, within this area there is a small spot darker in color. Review of the photos does not assist in determining whether there is a hole in marked area of the product inner package. It is reported that the sample will be returned for evaluation; however, at this time it has not been received. Based on the information available, no conclusions can be made. If/when the sample is received, a supplemental MDR will be submitted to document the results of the sample evaluation. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 1,080 units released for distribution in march 2024. Addendum: this supplemental MDR is submitted to document the sample evaluation results. Evaluation of the sample finds the tyvek pouch to be open as received. Testing performed on the returned sample finds no sterile barrier breach. There was no hole found in the packaging; there was creasing found that is not uncommon from a pouch that has been handled and opened. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, upon opening the product package of a 3dmax on (B)(6) 2024, there was a small hole noted in the inner packaging and the mesh was not used. As reported, the product was received without any damage to outer package and the box was completely sealed prior to opening for the case. There was no reported patient injury.